Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be partially detached. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the catheter broke at the top. No patient injury reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.